Event description:
It was reported that the device was explanted after an implant duration of zero days, due to a sizing issue.

Manufacturer narrative:
(B)(4) = sizing issue. Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/17/2010 and 09/22/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
A customer contacted beckman coulter inc (bci) stating that the coulter act 5 diff analyzer generated erroneously high platelet results without instrument generated flags on a patient specimen. The operator compared the high platelet results with the patient's previously known platelet results and noticed the discrepancy. No erroneous results were reported out of the laboratory. The operator reran the specimen and recovered a platelet result that was lower and more consistent with the patient history which the customer considers correct and this result was reported out of the laboratory. No death, serious injury, or change to patient treatment is associated with this event.

Manufacturer narrative:
Through follow-up with the health-care provider via fax, a copy of the operative report was received. Per the operative report, it was confirmed that the device was explanted due to a sizing issue. After mitral insufficiency was detected on echo, the ring was removed and replaced with a smaller size which showed no mitral insufficiency.